Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. (UDI) is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, discoloration and holes on the bag were observed. The root cause was due to the manufacturing process and the deformation was not detected during the assembly process. As a preventive action production personnel and the supplier was notified as awareness of the defect and failure mode reported by the customer.

Event description:
It was reported that during the pre-use check the bag appeared to be discolored and the looked thin. No patient injury was reported.